Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. This is one of six products involved with the reported event and the associated manufacturer report numbers are: 9616099-2018-02484, 9616099-2018-02483, 9616099-2018-02482, 9616099-2018-02479. As noted in the publication by goto et al. Suitability of a 7-f exoseal vascular closure device for femoral artery punctures made by 8-f or 9-f introducer sheaths. Journal of endovascular therapy 2017, vol. 24(4) 516¿520; report 1 cases requiring surgical repair after use of a 7f exoseal with a non cordis 8f introducer sheath. All the patients are currently fine and have no other adverse events. The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without the return of the device for analysis or procedural films, the reported event ¿surgery¿ could not be confirmed. Based on the limited information available, a conclusive root cause may not be determined. However, contributing factors may include procedural, lesion and adjunctive pharmacology variables. The exoseal¿s instructions for use (IFU), which are not intended as mitigation, list common procedural complications are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Complications may occur at any time during or after the procedure and users are trained and experienced in how to treat this complication. Given the limited information available for review at this time, and without a lot number to conduct a device history record (DHR) review, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore, no corrective action will be taken.

Manufacturer narrative:
(B)(4). The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are exoseal vascular closure devices (vcd) but the catalog and lot numbers are not available. Goto, s., ohshima, t., ishikawa, k., yamamoto, t., nishizawa, t., shimato, s., & kato, k. (2017). Suitability of a 7-f exoseal vascular closure device for femoral artery punctures made by 8-f or 9-f introducer sheaths. Journal of endovascular therapy, 24 (4), 516-520. Doi:10.1177/1526602817716642. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As noted in the publication by goto et al. Suitability of a 7-f exoseal vascular closure device for femoral artery punctures made by 8-f or 9-f introducer sheaths. Journal of endovascular therapy 2017, vol. 24 (4) 516¿520; report 1 cases requiring surgical repair after use of a 7f exoseal with a non cordis 8f introducer sheath.